Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had blood inside. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that while on site performing other services, the customer reported to the getinge field service engineer (gfse) that, during patient use, the cardiosave intra-aortic balloon pump (iabp) unit was alarming low augmentation. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assy, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.